Manufacturer narrative:
(B)(4). Additional information: the reported complaint could not be confirmed. The device was not returned. The customer provided an opened kit with several components, but the introducer needle was not included. A review of manufacturing records did not yield any relevant findings. The probable cause could not be determined based on the information provided and without the sample. No further action will be taken.

Event description:
It was reported the procedure was being performed in the anesthesia department. During insertion, the physician noticed there was a crack in the introducer needle hub making it impossible to use. As a result, a new kit was opened and the procedure was completed successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4).